Event description:
Allegedly, at the conclusion of the lithotripsy procedure, the pt was diagnosed as having a post treatment perinephric hematoma. Pt received a transfusion and was hospitalized. Pt later released. There was no report of device malfunction; doctor administered 3000 shocks at the highest energy level; this exceeded direction contained in labeling: indications and contraindications - precautions labeling: "in reference to retreatment, it is recommended that pts should be limited to three treatment sessions of 2000 pressure waves each to the same focal region."

Manufacturer narrative:
There was no report of malfunction of unit. There were 2 service calls after this procedure; one to replace a burnt out coil (not related to this event) and one to conduct preventive maintenance check after this event. The unit passed the preventive maintenance check; it was functioning well.